Event description:
It was reported that a cartridge alarm occurred, specifically alarm 20, but the issue did not adversely impact the customer's blood glucose level. The customer had not previously reported such an alarm with this pump and the issue did not occur during the load process. Technical support arranged to replace the customer's pump with one featuring updated software. The customer was instructed to put the current pump into storage mode before returning it to tandem, for which instructions and a return box were provided. The customer ensured understanding and compliance with these instructions, including reprogramming settings and connecting their cgm to the new pump. The customer planned to use a backup therapy of multiple daily injections (mdi) during this transition.